Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 37081-40, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 37081-40, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4). Product ID: 37081-40, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI #: (B)(4). Product ID: 37081-40, serial/lot #: (B)(4), ubd: 31-aug-2021, UDI #: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced more headaches. They tried to increase the stimulation but it was not possible anymore on one side. There were two electrodes implanted on occipital per side. Even with increasing stimulation there was no response/no stimulation felt by the patient. As a result the patient asked for a control of the implanted spinal cord stimulator (scs). There were no environmental/external/patient factors that may have led or contributed to the issue. A telemetry of the scs system was performed and high impedances on several pols were detected. The impedances were >10,000 ohms with electrodes 0 & 7, 0 & 8, 0 & 9, 0 & 10, and electrodes 8, 9, 10, 11, 12, 13. Reprogramming of the stimulation pattern was done with limited possibilities regarding the number of pols with high impedances. An alternative stimulation program was found, covering partly but not fully the needed area. The outcome would be tested. The issue was not resolved at the time of report. A week later the patient came in for a follow up and had no improvement with the new program. The impedances were measured again with the same results, except pole 9 was good. No new programming could be done because the patient found the stimulation very pungent and unpleasant. The patient will now switch off the system for 2 weeks and then test it with stimulation for 2 weeks. Afterwards the patient will give feedback again. The x-rays were unaffected. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.